Event description:
It was reported on (B)(6) 2026 a 31 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, the imaging modality used were transesophageal echocardiogram (tee) and fluoroscopic imaging. The landing zone measurements were decided in accordance with the information for use (IFU) and intra-procedural measurements. The measurements were 33.8 mm at 0 degrees, 34.1 mm at 45 degrees, 32.3 mm at 90 degrees, and 29.2 mm at 135 degrees with a perimeter of 29.6 mm. The left atrial pressure was 13 mmg hg. The 31 mm amulet was partially recaptured twice and positioned in the roman helmet configuration. Close criteria were met and a tension test was satisfactory. While preparing for release of the 31 mm amulet, a slight change in the device configuration was observed, with device protrusion of the shoulder. The 31 mm amulet was fully recaptured and the device was downsized. A 28 mm amulet was selected for implant using the same landing zone measurements with the same delivery sheath. The device was positioned in the roman helmet configuration. A leak of less than or equal to 3 mm was observed at the disc portion. Close criteria were met and a tension test was satisfactory. The device was implanted. Following the release of the device, removal of the cable bias on the disc allowed the disc to oppose the ostium of the laa. Protrusion of the 28 mm amulet lobe was observed on tee in the 45 degree view. Observation over 10 minutes showed a gradual increase of lobe protrusion, with most of the lobe migrating outside of the laa. No migration or protrusion was observed in views other than 45 degrees. It was confirmed that the lobe remained well seated at approximately 315 degrees via 3d tee. Cardiac surgery was consulted regarding the potential need for emergent device removal and was determined to be unnecessary. Prolonged hospitalization with close observation and follow-up with x-ray and CT imaging was the decided plan of care. Following extended hospitalization, the device began to protrude. It was decided to remove the device. On (B)(6) 2026, the device was surgically removed. The device was explanted. The patient status was stable. The physician believed the cause of the migration to be related to the cable wire bias.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.